Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to apparent atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. The device remains in service. No adverse patient effects were reported.